Manufacturer narrative:
No additional information was provided on the testing method used for comparison or if the same samples or recollected samples were tested. Although requested, no information was provided on sample collection to determine if the process is on-label. All samples indicate a low viral load at the limit of detection (lod) of the scfa assay. Note that samples near the lod of the test may generate wavering results on repeat runs or between different testing platforms, where results may not be reproducible with a less sensitive assay. Although requested the testing method used to confirm these false positive claims was not provided and it is unknown if the other method was a less sensitive test. Overall, discrepant results can occur for a variety of reasons including when specimens contain very low concentrations of the analyte (i.e. Viral load). Specimen-to-specimen variability in the concentration of viral rna may occur due to differences in specimen collection, sampling location, disease severity, phase of infection, and time since symptom onset. In addition, an investigation was performed on the reagent lots used (3 samples used 10222z, 1 sample used 10419z) and no product problem was found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged a discrepant result for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged samples initially generated positive results for sars-cov-2. The initial positive results were released. Retest information has been requested but is not available at this time. An investigation is in progress to evaluate the customer issue.

Manufacturer narrative:
A customer from the (B)(6) alleged a discrepant result for four patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. No harm was alleged. The alleged samples initially generated positive results for sars-cov-2. The initial positive results were released. Retest information has been requested but is not available at this time. An investigation is in progress to evaluate the customer issue. A follow-up report will be filed upon the completion of the investigation. (B)(4).